Event description:
Customer reported a broken touchscreen that was unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The device was scheduled to be returned, and a replacement pump with serial number (B)(6) was issued.